Manufacturer narrative:
The customer¿s report that the secondary medication infused half of the volume was confirmed. Rate accuracy testing was performed and found the pump module out of specification. Visual inspection of the device revealed the left side bezel bosses fractured and separated. One of the bottom bezel bosses on the right side was fractured but not separated. The probable cause of the under infusion of the secondary is the cracked bezel bosses. The root cause of the cracks was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary medication only infused half of the volume. Although requested, no other event details were provided.